Event description:
Spontaneous. Patient's father reported defective freedom pump. Patient has used the same pump for years, but the current one would not depress plunger. Patient's father did not call us when this happened, where we would have advised to finish infusion manually. So one infusion of 10 gm [50 ml] hizentra is wasted. No missed dose or adverse events reported. Pump available for return. No further information. Reported to (B)(6) by pt/caregiver.